Event description:
On 11/18/98, in computed tomography scan of radiology dept, while md was injecting pt, the gasket in the 5cc syringe appeared to be defective. This syringe is one component of a pre-packaged basic biopsy tray. The injection was completed but the md commented that the syringe felt unusually difficult to push. There was no harm to the pt, however, the md chief of radiology felt that there was a very remote possibility of a minute fragment entering the pt through the injection. The gasket appeared to be defective on visual inspection. The syuringe was removed and saved. The outer wrapping of the package was discarded and was unable to be retrieved. Two cases of trays with the same lot number have been taken out of use. Trays form an open case have an individually wrapped syringe taped to the top. Chief of radiology has been informed to use these in place of the 5 cc syringes in those trays. Remaining cases in stock with the same lot number will be returned for replacement. The co that assembles the trays (med/surg isolyser healthcare) has been notified and they agreed to notify the MFR of the syringes (b-d), a voluntary FDA report has been completed, and a report has been sent to ecri user experience network.